Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was replaced with an implantable neurostimulator (ins) yesterday and today they are getting an error code 810 (no therapy programmed) on their handset. Caller stated the therapy was programmed yesterday and the session report indicated initial stimulation on and final stimulation on and left side was programmed at 2.2 ma, 60 pw, and130 rate. Caller stated they also programmed a group b. Agent reviewing meaning of code and suggested meeting with the patient to interrogate device with clinician programmer to see if there is programming in the device or not. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information received from rep indicating that cause of error code was due to adding/deleting lead component wiped settings and 'stimulation' was not checked before ending session. Rep met with patient on (B)(6) to reprogram patient back to original settings. Issue is considered resolved. Mstar settings, initial impedance check, and component settings were not aligned. Impedances were all investigate on right hemisphere for initial check. Mstar shows one lead and two extensions. Components showed two leads, and two extensions. Patient has one lead and two extensions upon opening. Removing lead in components may have wiped settings and was not double checked before ending session. Battery replacement confirmed to be due to normal battery depletion.